Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure. Following the implantation, the patient presented with mesh erosion (specifics and date of onset unknown). The patient, who is over 18 years of age, is reportedly in great condition. All other information is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.